Event description:
During transitioning a combative pt (B)(6) between the cat-850b table and the gurney, the table rotational magnetic locks moved causing the table to rotate away from the gurney. The pt slipped between the table and the gurney but did not land on the floor nor was the pt hurt. Restraints were utilized for the pt and there were four techs assisting with the pt.

Manufacturer narrative:
Examination of the table lock mechanisms performed. The following day toshiba service was notified and brought in to examine the lock mechanisms of the table. The locks were found to be functioning properly with the MFR's specs. At the request of the tech on site, the locks were readjusted to bring them tighter against the locking ring, so that when disengaged, they drag against the ring causing more friction resulting in more force needed to rotate the table. However, the table can still rotate if more than the spec pressure is applied.